Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a video cable connector failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a defective printed circuit board. Additional findings were as follows: the front panel has a poor appearance. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The field service engineer (fse) reported on behalf of the customer that the up connector had poor contact and the image was noisy and flickering (unrecognizable) on the video system center. During the nasopharyngolaryngoscopy, it was found that the model number and serial number could be recognized on the monitor. However, there also was no nasopharyngolaryngoscope captured image (black screen in the large octagonal image). There was no delay, nor patient harm or impact associated with the reported event.